Manufacturer narrative:
(B)(4).

Event description:
The pump pocket was swollen. Fluid (60 mg) was removed and tested. It contained 4.0 g/dl of albumin and was negative for infection. An operation was performed (B)(6) 2010 and the exudate was removed. The device system was used to deliver gabaldon.